Event description:
It was reported that the customer had a high blood glucose level. Customer's blood glucose level is 403 mg/dl. The customer treated for the high blood glucose with a bolus delivery. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.